Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: lung resection. According to the reporter: the instrument cartridge locked on to the tissue and would not detach. The instrument had to be cut off the lung tissue.